Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. Fa found the primary failure of the broken main tube to be related to the customer reported complaint. The tip-up fenestrated grasper instrument was found to have the main tube broken. A piece measuring approximately 0.225¿ x 0.34" was not returned with the instrument. The main tube and distal tip remained intact due to the cables all being undamaged. However, the instrument cannot be placed on an in-house system for any functional testing due to the inability to feed through the cannula. The root cause of the broken instrument main tube is typically attributed to mishandling/misuse. No image or video was available for review a review of the instrument log for the tip-up fenestrated grasper (part number 471309-15/lot number k10220509 0177) associated with this event has been performed. Per logs, the tip-up fenestrated grasper instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 7 uses remaining after the last procedural use. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the tip-up fenestrated grasper instrument metal wrist jammed on the black arm during procedure and had to be manually removed from the arm attached to the trocar. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the tip-up fenestrated grasper instrument metal wrist jammed on the black arm. It had to be manually removed from the arm attached to the trocar. It was broken further to keep the trocar. The procedure was completed with no reported injury. Follow-up has been performed to request additional information related to the event. As of the date of this report, no further details have been obtained.